Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient's personal therapy manager (ptm) showed an error code. It was noted that device interrogation revealed intermittent motor stalls where a motor stall occurred on (B)(6) 2018 at 16:33 with a motor stall recovery at 22:42 on (B)(6) 2018. On (B)(6) 2018 a motor stall occurred at 05:06 with a motor stall recovery noted at 7:53 and another motor stall occurred at 12:24 on (B)(6) 2018 and recovered at 14:45 on (B)(6) 2018. A third motor stall occurred on (B)(6) 2018 at 15:35 with a recovery noted at 15:50 on (B)(6) 2018. A fourth motor stall occurred on (B)(6) 2018 at 16:34 and a recovery was noted on (B)(6) 2018 at 17:33. The final motor stall occurred on (B)(6) 2018 at 17:49. Pump settings were examined on (B)(6) 2018 at 08:39 where the pump was reprogrammed to decrease to minimal flow rate. The pump status after update on (B)(6) 2018 showed a motor stall occurred on (B)(6) 2018 at 08:49. There was no environmental/external factors that may have caused, contributed, or led to the event. Surgical intervention occurred where the pump was explanted/replaced on (B)(6) 2018 and will be returned to manufacturer. The catheter tip was at t7. The device diagnosis was pump motor stall. The outcome of the event resolved without sequelae on (B)(6) 2018. The patient's status at time of report was alive-no injury. The patient's weight and medical history were unknown. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) indicated the patient was receiving fentanyl 2000mcg/ml for a total dose of 12.5 mcg/day, hydromorphone 5 mg/ml for a total dose of 0.0312 mg/day, and bupivacaine 11.3mg/ml for a total dose of 0.071 mg/day. The pump logs noted an active audible alarm was silenced on 2018 (B)(6) at 08:49, a stopped pump duration exceeded 48 hours on 2018 (B)(6) at 17:47 (5:47pm), and a pump motor stall recovery on 2018 (B)(6) at 20:38 (8:38pm). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6)pounds. The cause of the intermittent motor stalls was not known. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found corrosion and-or wear and-or lubrication, a stall due to shaft-bearing, and over infusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.